Manufacturer narrative:
The investigation for the pump stop issue has been completed. The pump nor the data logs were returned for evaluation. The clinical reported did not provide sufficient information to determine the root cause. Therefore, the root cause of the pump stoppage could not be determined. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 31yo male was implanted with an impella 5.5 device for mechanical circulatory support. The patient was supported also by ECMO. The team had the 5.5 supporting for over a month. It was reported that the purge flows had been decreasing while running sodium bicarbonate. A pump stop occurred. A purge bypass was performed and they were able to get the pump restarted. The family later decided to withdraw care.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.